Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, foreign material was found in the auxiliary channel, air/water cylinder, distal cover, light guide lens, bending section cover and insertion section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is possible that a leak due to damage on the suction cylinder and/or instrument channel may have prevented reprocessing from being properly conducted, resulting in the material not being removed. However, a conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: instructions operation manual for gif/cf/pcf-190 series chapter 3, ¿preparation and inspection¿ describes how to detect them. Instructions reprocessing manual for gif/cf/pcf-190 series chapter 5, ¿reprocessing the endoscope¿ describes how to prevent them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope exhibited foreign material in the air/water channel. The issue occurred during reprocessing. There were no reports of patient harm.